Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The reload was returned still attached to the adapter and was forcefully removed. Visual inspection of the returned product noted that the reload was fully fired and the knife bar was partially retracted. The knife bar was herniated from the side of the reload with the jaws clamped. The h-limiters were present within the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure/right sided lung volume reduction. The scrub nurse loaded the reload and went to cycle the instrument and it would not open. It started to articulate on its own. The instrument would not unload and had problems loading. No patient injury.